Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being sutured when the event occurred? Unk. Was additional dissection required in other organs/tissues other than the target tissue? Unk. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle broke. The broken piece was not found in the patient's body by doctor check. The surgery was completed. Operation time prolonged about 2 hours. Now patient condition is stable. There were no adverse patient consequences reported. No additional information could be provided.